Event description:
A friend of a male pt contacted lifecor customer support to report that the pt was not breathing . She believed she was supposed to call lifecor before calling the emergency medical personnel. Support advised the woman to call 911. Pt's son contacted support in 2009 at around 1pm to download. The download revealed an arrhythmia event from the day prior at 11:09 pm.

Manufacturer narrative:
Device evaluation. All the equipment was fully functional. It was refurbished, retested and restocked. From the flags it can be seen that the device declared an arrhythmia alarm at 11:09pm. The pt had an ICD and was wearing the lifevest. The ICD delivered eight shocks, which were detected as a signal aberration preventing the lifevest from detecting the arrhythmia. Please see attached event analysis. Conclusion: a man died while wearing the lifevest. The lifevest properly detected an episode of vt. However, the pt's ICD delivered eight shocks, which were detected as a signal aberration, preventing the lifevest from detecting te arrhythmia. After the eight ICD shocks, the pt's rate fell below the lifevest rate thresholds of 180/200 bpm for vt/vf. The pt eventually went into asystole. However, pacing spikes continued, preventing the lifevest from detecting asystole.